Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that guidewire met resistance when safety was engaged. Coiled tip sheered off into soft tissue of patient. No other information was provided. Additional information was provided 06/03/2024: it was reported a metallic foreign body was noted by the radiologist as imbedded in the soft tissue at the insertion site. No significant patient impact occurred other than the retained foreign body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed. The product returned for evaluation was one disassembled 20g accucath ace device. Comparison of the physical sample against the provided customer photo found that the device had likely been disassembled after the reported event had occurred, since the device is not disassembled in the photo. A gross visual inspection of the returned components found that the coiled tip of the guidewire was broken. Microscopic inspection of the fracture site found that the surface was granular and the guidewire diameter narrowed as it approached the fracture site. Both of these features are characteristic of a strong pull on the wire. Inspection of the other components found that the catheter tip was deformed. Most notably, a portion of the catheter tip was collapsed into the interior of the catheter. This suggests that the guidewire caught on the tip of the catheter as the guidewire was being pulled back. However, it is unlikely that interference between the catheter and guidewire could, on its own, cause the observed fracture, making it likely that other factors contributed to the resulting state of the sample. Based on the available evidence, these other factors could not be identified and a root cause could not be conclusively determined. Therefore, the root cause remains unknown.

Event description:
It was reported that guidewire met resistance when safety was engaged. Coiled tip sheered off into soft tissue of patient. No other information was provided. Additional information was provided 06/03/2024: it was reported a metallic foreign body was noted by the radiologist as imbedded in the soft tissue at the insertion site. No significant patient impact occurred other than the retained foreign body.